Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Fse checked the system log files and found lots of process crashes and icontrol interface lost connection with internal component. Fse found the suite pc would not boot up, and it has problems. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis; however, to resolve the issue, fse replaced the suite pc, loaded software, reloaded system backup, and the system was operating normally except for the inability to export to the picture archiving and communication system (pacs). Hence, fse ordered a firewall and replaced it. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.